Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The anomaly observed in the field was not confirmed in the laboratory. Upon received, test lead was fully inserted into the ventricular port. The torque driver was used to tighten the setscrew and secure the test lead. The bore dimensions were measured with pin gauges and they were in specification. (B)(6).

Event description:
It was reported that the device was returned due to lead insertion difficult. The device was not implanted.